Event description:
Additional information received noted that the right ventricular lead caused extra-cardiac stimulation and patient discomfort. During extraction, blood in device header and insulation damage on the right ventricular lead was noted. The pacemaker and right ventricular lead were explanted on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the device was explanted. The patient was stable.

Event description:
It was reported that the patient's pacemaker and right ventricular (rv) lead had exhibited low impedance measurement and noise problem after implant. Isometric analysis performed at the clinic was able to reproduce the noise. Additionally, the patient's pacemaker was noted to have a header anomaly. No intervention performed and no patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of sensing noise, low pacing impedance, header anomaly and contamination were not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity. No anomalies were found.